Event description:
The following has been reported: 52 year old male patient was transferred from hospitalization to surgery at 9:10am. Patient was admitted to surgery preparation, without infusion pumps, with medication drips set up, but without passing ketamine 100mg/100ml - cefazolin 2gr/100ml. Nursing assistant of the hospitalization area connected the equipment (infusion set and medications) to the infusion pumps. "The infusion of the drug "ketamine" was programmed with the patient's weight (90kg) and the infusion rate was 90 ml/h. At the time of transferring the patient (10:15 am) to the surgery room the total ketamine drip had been administered, the patient presented emesis (vomiting) in abundant quantity, refers dizziness and hallucinations." Additional info received: · according to today's medical development, he reported that "the patient feels well, calm, without complications". · after the patient's symptoms, he was administered ondansetron and hydrated with intravenous liquids. The patient is evaluated by the attending anesthesiologist in the hospital to assess the continuation of the ketamine drip; "he pointed out that the patient has hallucinations, which is expected by the administration of the drug, he has no further complications, he authorizes the continuation of the drug in the hospital with the same dose". · the medical order for medication is: administer 98 ml of saline plus 100 mg of ketamine, pass at a rate of 8 ml/h. Patient weight: 90 kg. · pass at a rate of 8 ml/h by infusion pump - patient weight: 90 kg. The total volume administered at the end of infusion: 100 ml for 12 hours. Reporting as a conservative measure. More information is needed to complete the investigation.